Manufacturer narrative:
(B)(4). The device has not been returned to orthopediatrics for investigation.

Event description:
It was reported that following an acl correction, the patient was revised due to screw migration. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This report is being submitted to relay additional information. Updated: updated method 4114 4119. Updated results 3207. Updated conclusion 4315 . Complaint sample was not returned for evaluation. Reported event was not confirmed. DHR review was unable to be performed as the lot number of the involved device is unknown. Risk management file review was deemed appropriate. Review of the complaint history determined that no further action is required as there were no trends identified. Root cause was unable to be determined.